Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run detect or treat) was confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to a shorted u15 component on the defibrillator pca. The root cause for the shorted u15 component could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functional testing.